Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the pump was returned to mmdg for investigation, the pump motor had failed, causing the persistent error code 12. The pump was serviced to correct the issue. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter stated that the pump was alarming an error code 12 and they were unable to clear the alarm. They stated that this resulted in an approximately 12 hour delay of therapy and that they were unable to provide the feeding by any alternative methods. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4)